Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic ureteroscopy (urs), the subject device picture dropped out, green and blue stripes appear on the monitor. The procedure was completed using the same set of equipment. There were no reports no patient harm.

Event description:
It was reported during a therapeutic ureteroscopy (urs), the subject device picture dropped out, green and blue stripes appear on the monitor. The procedure was completed using the same set of equipment. There were no reports no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in coupler unit. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.